Event description:
During a in-clinic follow-up, high pacing impedance was observed on the left ventricle (lv) lead. Reprogramming has been performed to resolve the event. The patient was stable with no consequences.